Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a cartridge with 300 units. Subsequently, the fill estimate remained static at 105 units. The customer's blood glucose level was 350 mg/dl. Reportedly, the customer continued to use the pump.